Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm. They were trying to change the set when the alarm occurred. The customer stated that the insulin pump was squirting out insulin during the manual prime process. Troubleshooting was performed. It was found that the drive support cap was flushed. The customer did not recall pressing the cap while connected. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with, minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube loose and protruded drive support disk. The device alarmed prime during basic occlusion test due to loose and protruded drive support disk. The insulin pump passed idle current test, run current test, displacement test and rewind. We were unable to perform self test, off no power test, unexpected restart error test, occlusion test, prime test and excessive no delivery test due to prime alarm. The information provided for the product code and common device name with the initial report was incorrect. The correct information has been provided with this report.